Event description:
It was reported that during an l.a.v.h. The resident transceted through the ip and uterine ligaments uneventful. They then went below to the vaginal area and when they returned to the ip and uterine ligaments, it was then noticed the ip vessel was bleeding. A clip was attached to stop the bleeding. The patient lost approximately 500cc's of blood. The patient was required to stay an extra day in the hospital. The case was completed. There was no actual error or malfunction with the harmonic system.